Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic, during routine interrogation an error message was received " error 0, tread ID (B)(4), please reboot". The clinician stated that she rebooted 4 times after receiving the message every time she was about to print. She also noted that the real time measurements were not displaying (with rf and inductive), the patient had been having issues transmitting from his (B)(6) transmitter. The issue was not resolved, the patient was in stable condition during device check and would be re-evaluated at next follow up.

Event description:
It was reported that the patient presented in clinic, for follow up, it was noted that electrograms would not load when radio frequency telemetry was used, but loaded fine with inductive telemetry. A firmware download was successful. A magnet response electrogram was stored and it showed up when under rf telemetry. The patient would perform a manual transmission from home to test the (B)(4) functionality.